Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f94 alarm was not confirmed or duplicated. However, an f-38 (malfunction in tube misloading detection circuitry) alarm was identified during the alarm log and servicing. The cause of the condition was determined to be force sensing resistors (fsrs) out of range. The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. This occurred before use of the device. There was no patient involvement. No additional information is available.